Manufacturer narrative:
The person reporting the adverse event, mw5091900, stated he/she received 179 treatments in 2002 - 2003 and 8 more in 2005. These dates are 15 to 18 years ago. There was no mention of the hospital(s) or doctor(s) or device(s), just general allegations of memory loss. The text provided indicated the person had already been on disability in 1998 and had taken medications that could cause the problems reported. Trying to error on the side of caution, somatics sent a registered letter requesting specific information so we could asses the allegations. In the past individuals have made generic claims of problems without providing any means to determine if our medical device was involved. Without any health professional or hospital information, somatics cannot asses any accuracy to these allegations.

Event description:
Person filing the adverse event claimed there were 179 treatments in 2002 - 2003 and 8 in 2005. These treatments allegedly resulted in memory loss. There was no proof provided in the mw document as to which hospital(s) or doctor(s) were involved or which device(s) were used.